Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has receiveda batch review will not be performed as the lot number is unknown. Similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) (local reference in (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized on (B)(6) 2010. A peritoneal culture or analysis was not performed. Information regarding remedial therapy was not available. The cause of the peritonitis was unknown. Dianeal therapy was ongoing. The outcome for the event of peritonitis was unknown. The nurse reported it was unknown if the event of peritonitis was related to the dianeal therapy.